Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system displayed a lead impedance measurement of less than 10 ohms following a delivered shock, which subsequently did not convert the patient out of an arrhythmia. Following this episode, the patient fell on the floor, which may have shifted the ICD and lead. After this episode, the ICD delivered nine additional shocks which eventually successfully converted the patient out of the arrhythmia. The physician elected to explant the device and during the invasive procedure, abrasion was observed near the terminal pin on the lead.